Event description:
It was reported that x-ray imaging revealed both of the patient's leads were fractured. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
E1 update: the reporter¿s information was updated. H6 correction: medical device problem code should be 1291 - high impedance rather than 1260 - fracture. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that the leads were not fractured. The patient experienced ineffective therapy and both leads exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.